Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Coil stretched. This patient was undergoing coil embolization within an unruptured internal carotid artery (ica) aneurysm. The physician placed a 7 x 21 complex standard coil thru the echelon 14 45 degree curve microcatheter, followed by a 5 x 15 complex tdl, 3.5 x 7.5 mini complex, 4 x 10 mini complex, and 2.5 x 3.5 mini complex. Next the physician was advancing the 2.5 x 3.5 coil when he noticed there was no long a 1:1 ratio with the coil. The coil then "snapped" back and the physician decided to pull out the coil. The coil was stretched with no adverse event to the patient. Successive coils were placed with no incident. There was no difficulty prepping the coil prior to use. During initial insertion there was no resistance encountered between the coil and mc. The coil was not repositioned in the aneurysm when it stretched. The stretch coil was withdrawn back into the mc without difficulty and removed. Continuous flush was maintained within the mc.